Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. As received, the battery was intermittently able to power on a monitor. Upon investigation, the battery connector was found to be loose, resulting in the battery's intermittent ability to power on a monitor. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
While evaluating battery sn (B)(4) for an unrelated issue a reportable problem was found. The battery was intermittently able to power on a monitor.